Event description:
Reportable based on device analysis completed on 20nov2024. It was reported that the tip of the wire was asymmetrical, and not straight. A 165cm transend guidewire was selected for use. When the package was opened, the tip was found asymmetrical, and not straight. The procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable. However, returned device analysis revealed that the proximal polymer jacket was peeled.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that the proximal polymer jacket was peeled and bent at the distal tip. Based on the evidence, the reported allegation of damage tip was confirmed, since the kink and peeled was found during the product inspection that could have contributed to the reported issue.